Event description:
A report has been received from a hemodialysis user facility of the following incident: the venous line at twister port broke and completely separated during treatment post access flow test completion. Was not being manipulated at time of brakeage, noticed by technician when machine alarmed. Additionally, it has been learned that the treatment was discontinued at that time. New lines were then set up on the machine and the dialysis treatment was resumed. There has been no indication or report of pt injury from this event. The total blood loss for this event was reported to be at least 250 ml. There is no sample available for an eval.